Event description:
It was reported that the right ventricular (rv) lead integrity warning triggered for non-sustained ventricular tachycardias (nsvt) and short ventricle-ventricle (v-v) intervals. It was also reported that atrial and rv oversensing could be seen on the electrogram (egm) episodes. It was further reported that the rv lead integrity alarm was turned off and vf nid was programmed to a value of 45/60. The atrial and rv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.